Manufacturer narrative:
Additional information has been provided in b5 (event description). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information indicates that no interventions were performed.

Manufacturer narrative:
Ppae (fever): the root cause of the injury was not determined due to insufficient clinical details.

Event description:
A 65-year-old patient was admitted with chest pain and was treated in the cath lab. Post procedure, the patient developed severe chest pain, underwent right and left heart cath which showed cardiogenic shock (cs) and an impella cp was placed. The patient was transferred to another hospital for advanced care. Upon arrival, the patient was found to have lower leg and foot mottling and was found to have bleeding from the groin insertion site. The catheter and sheath were repositioned and no longer showed any bleeding or hematoma. The labs showed liver failure. Inotropes and vasopressors were weaned however, due to the ongoing cs, an impella 5.5 was placed and the cp was removed. The patient was pan cultured due to fever. The patient went to the cath lab on (B)(6) 2025 for multiple cardiac procedures. Ultimately, the patient was successfully weaned and the impella was removed on (B)(6) 2025. The lower extremity vascular issues were likely caused by the impella cp. The bleeding from the site was due to the way the cp catheter and sheath was implanted. For the 5.5, the organ failure most likely due to the cs. It is difficult to attribute the fever to the impella.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.